Event description:
It was reported that pump display showed only backlight with no graphics and that this prevented customer from interacting with pump or reading pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy while customer technical support arranged an out-of-warranty loaner pump, guided customer and her boyfriend through correcting and resubmitting loaner agreement forms, updated return date information, created replacement authorization, and ultimately sent loaner pump and closed case.